Event description:
It was reported that a pump issued a cartridge alarm 20 during insulin pumping. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who assisted with loading a new cartridge; however, the alarm persisted, preventing the resumption of insulin therapy. Technical support arranged for a replacement pump to be sent, and the customer planned to use multiple daily injections as a backup insulin delivery method.